Event description:
It was reported by repair work order that the manual release function of the cot was not working due to the manual release cable being out of adjustment.

Manufacturer narrative:
Result: release lever.